Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the impedance issues was not determined. The rep noted that the lead was about nine years old. During the replacement of the battery the rep tried resetting the leads into the new ins multiple times, but the impedances and connectivity still show an error. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2009, product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 12-oct-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for multiple back operations. Information was reported that the patient's ins was replaced today, but the rep did not check the impedances prior because the ins was dead (>9 years). The rep stated the replacement was due to normal battery depletion. The rep stated the physician assistance said another rep checked the impedances about a year ago and they were good at that time. The rep stated during the case this morning the octad lead showed a few red contacts in the connectivity check. The rep stated they pulled the lead multiple times and reinserted it as well as switched ports and the red contacts followed the octad lead. The rep stated when they ran an impedance check all the contacts on the octad lead were red. The rep stated the quad leads were good. The rep stated they left the octad in the 0-7 port and then programmed on the quads. No further complications were reported. No patient symptoms were reported.